Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. There was nothing unusual found during troubleshooting that would cause or contribute to the alarm. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Correction (inadvertently left out of previous submission): the patient explained that they ran out of their regular supplies so they used a bag meant for manual exchange on the homechoice device. The patient connected a solution bag meant for manual exchanges to the homechoice device for automated peritoneal dialysis (apd) therapy. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide differentiates between supplies for apd therapy and supplies for manual exchanges. It instructs the user to check each solution bag and to ensure that the correct type of solution is being used. The section also explains that manual exchanges are to be done if the cycler is unable to be used. The guide warns that using the wrong bags can result in contamination of the fluid pathway. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.